Event description:
Customer reported receiving an error message on her locked freestyle flash meter. While assisting the customer it was discovered the device had become unlocked. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be submittd if the product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.